Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (3 at .1) via an implantable infusion pump. It was reported that the nurse was unable to fill the pump and a xray confirmed that it was flipped. It was noted that the pump was implanted in the patient's posterior side. The issue was unresolved at the time of this report and the patient was alive with no injury. It was reported that a revision was planned but not yet scheduled. No further complications have been reported as a result of this event.